Manufacturer narrative:
Internal report reference number: (B)(4). B2: adverse event report is being submitted due to customer contacting doctor due to symptoms related to diabetes: sweatiness and tired. Meter and test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-055: user had an inaccurate reference: competitor¿s meter: the end user is comparing results obtained from trividia¿s bgm system to the results from a competitor¿s bgm system. Note: manufacturer contacted customer in several follow-up calls to ensure the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for meter error messages (e-1, e-2 e-4) and high blood glucose test results. The customer called concerned with test results from results obtained of 104, 136, 109, 101 and 118 mg/dl. The customer stated her expected blood glucose test result ranges are 84 mg/dl fasting and 90 mg/dl 2hours after a meal. The customer feels well and did not report any symptoms. Customer stated she took the meter to her doctor on (B)(6) 2026 and the doctor felt the meter is testing too high compared to the meter in the doctor's office (read over 30points higher). Per customer she did not have a routine appointment and had not been feeling well with symptoms of sweatiness and tired when she decided to seek medical attention based on the symptoms. During the call, a blood test was performed by the customer am fasting and produced test result of 104 mg/dl using true metrix meter. Per customer, the product is stored according to specification in the office. The test strip lot manufacturer¿s expiration date is 04/30/2026 and per the customer the open vial date is 1 month ago. The meter memory was reviewed for previous test result history: result 1: 104 mg/dl date: (B)(6) 2026 time: 12:04pm fasting am, result 2: 136 mg/dl date: (B)(6) 2026 time: 7:59pm fasting pm , result 3: 109 mg/dl date: (B)(6) 2026time: 9:00am fasting am , result 4: 101 mg/dl date: (B)(6) 2026 time: 12:00pm fasting pm , result 5: 118 mg/dl date: (B)(6) 2026 time: 5:54am fasting pm.